Event description:
Event description boston scientific crm received information that the patient with this device has been feeling dizzy and lightheaded. Loss of capture was suspected. There was a drop in ventricular waves, however, all other measurements are good. A boston scientific crm technical services (ts) consultant reviewed the rhythm strips and was unable to confirm if the device was undersensing or if there was intermittent loss of capture. Ts suggested a holter monitor or patient triggered electrocardiograms to isolate the issue. It was later reported that a holter monitor was placed on the patient and will be checked in one month. The ventricular sensitivity was programmed from 2.5mv to 2.0mv. Information was later received that this device was electively replaced. No adverse patient effects were noted.

Manufacturer narrative:
This device remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received. The product has been received and is currently being analyzed. This event will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a hole in the atrium tip seal plug. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.